Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an unrelated procedure where the ipg was placed in surgery mode and unable to communicate with external device after procedure. Company manufacturer met with patient and was able to reconnect/recover and providing therapy.